Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has previously caused or contributed to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat an ami patient. The target lesion was in the mid lad with 100% stenosis, but without tortuosity or calcification. The vessel diameter was 3.5 mm. First a 3.0 x 15 mm voyager was delivered to the lesion and inflated. Then the balloon was changed to a bigger size, and the 3.5 x 12 mm voyager was delivered to lesion and inflated; however, it ruptured during the first inflation at 8 atm. Another company's stent was deployed and the procedure was completed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, weak seals, interactions with other devices, patient anatomy, lesion characteristics, and excessive applied pressure. It is unknown how the procedure conditions may have contributed to the balloon rupture. No adverse patient effects were observed as a result of the balloon rupture. Without the device to examine, a thorough investigation could not be performed and a root cause for the balloon rupture could not be determined.